Event description:
It was reported that the ilet issued a high occlusion alert while the user was on a steel contact detach infusion set with 23-inch tubing, during which blood glucose rose to 321 mg/dl and troubleshooting included testing tubing, resuming delivery, and later resolving the alert after a supply change; the event was categorized as hyperglycemia with cause unclear. Symptoms included feeling tired. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem found and described a lack of effect during the event; the device component involved could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.